Event description:
This lv lead was implanted on (B)(6)2012 and remains implanted at this time. The physician was dr. Steve compton at providence alaska medical center in anchorage, ak. A high shock lead impedance was detected on 14 apr 2013. Over the past month the lv pacing impedance (as well as ra and rv pacing impedances) have gradually risen. No out of range measurements noted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).